Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced poor vision and letters twisting sideways. After a week his vision was not much better than before and doctor said to wait for a month. Additional information was received; patient had only one vision with no difference if he looked down or far away and cannot read. Specialist said to patient that his eye looked good with minor macular degeneration, lens may be rotated and eye drops were prescribed. Additional information was received, the surgeon who performed the procedure wanted to do field-of-vision test and he does not think the lens was rotated.